Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: "pain, swelling," "pain under left arm, swollen breast, pain in breast," "fluid in the capsule," and "lump in lymph node."

Event description:
Patient reported via regulatory agency left side "pain under left arm," "swollen breast," "pain in breast." Additionally, patient reported "fluid in the capsule," and "lump in lymph nodes." Patient additionally reported "feeling generally unwell and fatigue"; these events are not related to the device. Explant status is unknown.